Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. A competitor product exhibited high thresholds which resulted in the premature depletion of the implantable pulse generators (ipg) battery. The ipg was explanted and replaced. The competitor lead was capped and replaced. While the physician was closing the pocket they noticed that the new right ventricular (rv) lead had dislodged. The lead was repositioned and placed successfully. No further patient complications have been reported as a result of this event.